Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that they noticed a return of leaking yesterday. The patient said that they have not made any changes in diet/fluid intake or medications. Reviewed therapy information and general programming guidance. With instruction, patient was able to make an adjustment. Patient to now monitor symptoms for at least one day and based on results, make another slight adjustment as needed.